Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose levels were 300 to 400 mg/dl, 405 mg/dl, 119 mg/dl, 122 mg/dl, 404 mg/dl. The customer treated high blood glucose with insulin shots. Customer states infusion set had bent cannula. The insulin pump will not be returned for analysis.